Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the video cable was damaged and the coupler was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hd 3cmos camera head, when using coagulation there is significant disturbance in the image or no image at all. The issue occurred during the procedure. The procedure was unknown and it was completed using a similar device. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation of a significant disturbance in the image or no image at all was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the image was temporarily disturbed because water temporarily entered from the detached cable boot. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the procedure was completed using the same set of equipment.